Event description:
The customer alleges that when removing the epidural catheter it was observed that the wire was uncoiling at the distal end. Intervention: the pt was sent for an x-ray and confirmed "negative" and that the entire coil had been removed. The pt condition is reported as fine. No report of a pt injury or harm.

Manufacturer narrative:
(B)(4). The device sample was not returned for eval at the time of this report.